Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was 238 mg/dl which was treated with manual injection. The customer stated that he was outside, working on a vehicle and had the insulin pump next to his toolbox. When he went back to use the device it was alarming button error. The customer was able to clear the alarm and wanted to deliver a bulos, pressed the up arrow and the numbers started ramping up on their own which was followed by the button error alarm, again. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. The down arrow button did not respond due to corroded keypad traces. No scrolling number anomaly was noted. The displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests could not be performed due to the unresponsive button. No moisture damage was noted on the electronics. The insulin pump was received with minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.